Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that at the end of a total knee prosthesis surgery, it was discovered that the motor of the battery oscillator device opened and some of the little parts outside of the device came apart. There were no delays to the surgical procedure as a spare device was available for use. It was reported that the surgery was completed successfully. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patent impact and no undesired treatment outcome. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the saw head was detached from the handpiece device. It was further determined that the screw connection between the guide tube and the saw head was loose. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.